Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or any images in-vivo to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option vena cava filter on or about (B)(6) 2013 by dr. (B)(6). The complaint alleges there was embedment, tilt, migration, fracture and injury not identified by CT scan or otherwise post-implant. The filter was successfully retrieved. Argon¿s attorneys are attempting to gather additional information.